Event description:
It was reported by the customer that she is having issues with the sensor not penetrating skin. It was also reported that the sensor is detaching from the needle hub. Customer's blood glucose level at the time 55 mg/dl. No additional info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected five opened/used partial enlite sensors and unable to confirm insertion anomaly due to customer return only sensors missing all 5 needles. Complaint against enlite-serter. Unable to confirm adhesive anomaly on opened/used sensors.